Event description:
Information was received from a health care provider regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for malignant pain and spinal pain. It was reported that on (B)(6) 2016 the patient was admitted to the hospital. The patient was suddenly unresponsive and intubated. The physician in the hospital wanted the pump turned off. No additional information was provided about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.